Event description:
Atricure machine was not reading properly during maze procedure. New device was given to field and machine seemed to work fine. Disposable failed to work. No sequelae to patient. New disposable opened and used without issue.